Event description:
Hospital emergency room personnel responded to a person with the device for external pacing. The pt was connected to the device, but according to the rptr, device did not consistently pace the pt. The rptr stated the operator would increase the rate, current and jiggle the cables to maintain pacing capture. A transthorasic pacemaker was called for and used. No adverse effects to the pt were reported as a result of the alleged malfunction.